Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap. Lar. During the first firing, the surgeon pushed the blue button on the handle but the firing stopped. Re-pushed the blue button and the status was the same. The surgeon removed the device from the tissue and used a new handle and reload. No patient injury.